Event description:
It was reported that the patient's right atrial (ra) lead exhibited high capture threshold which resulted in failure to capture. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.